Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient was not able to get their stimulator to work. The patient received a new patient programmer a day prior to the report and was not able to connect to their implantable neurostimulator (ins). The patient tried using their programmer during the report and got a poor communication screen. The patient tried using their programmer with and without the antenna and it did not resolve the issue. It was noted that the implantable neurostimulator recharger (insr) was showing that the ins was charged but when they tried using the insr they saw two batteries with a ¿calculator¿ behind the battery. It was noted that the patient charged their insr a day prior to the report and they also charged a couple of days prior to the report. It was determined that the patient was seeing the insr battery and not the ins battery. The patient also got a reposition antenna screen on their insr. The patient was not feeling stimulation. The patient was unsure of when they last recharged. An ins overdischarge was suspected. It was further reported that the patient¿s implantable neurostimulator was the cause of the event and the device was explanted on (B)(6) 2014. It was noted that the battery depletion was premature and the battery was replaced. The patient required hospitalization and the patient outcome was listed as no injury.